Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reex3080 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that burrs in the double-lumen sheath of power PICC made it impossible to be inserted. It peeled away once force was applied. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation:¿patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged sheath is inconclusive due to poor sample condition. Two photos of a 5 fr microez microintroducer were provided for evaluation. The first image shows the product label which indicates lot: reex3080. The second image shows one half of the fully peeled sheath. The quality of the photo did not allow for a clear examination of the component to confirm the presence of deformation or damage on the sheath. Based on the description of the reported event, possible contributing factors include damage during handling, advancement against resistance, and insertion technique. Since the presence of damage on the component could not be determined, the complaint remains inconclusive at this time.

Event description:
It was reported that burrs in the double-lumen sheath of power PICC made it impossible to be inserted. It peeled away once force was applied. No other information was provided.